Event description:
The accounts biomed stated that he received info regarding the foot end of the bed lowering unintentionally.

Manufacturer narrative:
The accounts biomed could not duplicate the alleged malfunction.